Manufacturer narrative:
The investigation showed that the o- ring , the stainless steel ring and the plastic ring are not straight against the body, therefore the seal between the inner knife and the body can not be guaranteed to be closed. Vitrectomy produces air bubbles that can lead to injury by microbes and the risk is injury by microbial, viral or prion infection (patient harm). This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic (B)(4)) details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint has now been closed.

Event description:
This is to report an event that occurred in the (B)(6). The victrectoom spits on the occurrence and does not suck well. Vitrectoom spit bubbles. Vitrectoom always gives air to the system. There is no further information and all information has been disclosed.